Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that a patient who received a transcarotid artery revascularization (tcar) in (B)(6) 2021 experienced aphasia one week post-procedure. The symptoms lasted longer than 24 hours and no p2y12 inhibitor test was performed on the patient before or after treatment. The patient returned to baseline around 48 hours after the initial event occurred. Both doppler ultrasound and computed tomography showed a patent stent and no compression. Cerebral perfusion scan was normal. The hospital's neurology department considered this a stroke.